Event description:
It was reported that a pump declared an altitude alarm 21. Blood glucose levels did not exceed 500 mg/dl and were therefore not adversely impacted. Reportedly, customer reverted to manual injections for insulin therapy.